Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained in the device because reprocessing was not conducted properly due to leakage from biopsy channel, causing the events to occur. However, a definitive root cause could not be determined. It was reported the device was reprocessed before returning to olympus. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection" IFU states that preventive measure in evis exera ii tjf type q180v reprocessing "chapter 5 reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the connecting tube, air/water tube, and air/ water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the air/water cylinder and suction cylinder have no color. Should additional relevant information become available, a supplemental report will be submitted.